Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller is a microprocessor unit that controls and manages the heartware system operation. It sends power and operating signals to the blood pump and collects information from the pump. The hvad controller requires two power sources for safe operation. According to the instructions for use (IFU), if only connected to one power source, the controller will function, but will sound an alarm after twenty seconds. Disconnection of both power sources will lead to loss of power to the pump with a subsequent pump stoppage. The IFU explains the correct method of connecting to and disconnecting from the power sources and the controller to prevent damage to either the power source connections or the controller power ports. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. (B)(4) - battery / catalog number 1650 / expiration date 31dec2015. UDI #: unk. Not returned to manufacturer. MFR date: 31dec2014. (B)(4). Missing information from this report is identified as a blank, unknown and as no information (ni); this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that a few critical battery alarms were noted on interrogation during a routine visit. This has been a consistent issue for this patient over the past couple months. Controller log files were sent in urgently for analysis. Preliminary log file analysis confirmed three critical battery alarms and one power disconnect alarm, all associated with this battery. It was also noted by the engineering team that all alarms occurred on power port two (2) of the patient's controller. It was their recommendation to evaluate port two (2) to ensure there was no damage. On assessment, the vad coordinator noted that one of the pins appeared to be "slightly bent". The patient denied any damage to his batteries or controller. No alarms were associated with the slightly bent pin on port two (2). The site elected to perform a controller exchange, which the patient tolerated well with minimal pump off time. The battery was also replaced. No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was reported that the patient was experiencing multiple critical battery alarms. The controller and one battery were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of battery revealed that the unit passed visual examination and functional testing and performed as expected during bench testing. Failure analysis of the controller revealed that the unit passed functional testing but failed visual inspection due to a missing serial port data cap. This finding is not related to the reported event and was likely due to the handling of the device. The reported bent pin on the controller could not be confirmed; none of the pins on both power port connectors were bent or damaged. Log file analysis revealed multiple critical battery alarms for battery bat310371 within the analyzed period when it was connected to controller port 2. Additionally, several power disconnect alarms were logged starting on 05/03/2016 through 01/04/2017.  These alarms appear to be the result of a communication error between controller and battery. The manufacturer is investigating communication errors. The critical battery and power disconnect alarms were not duplicated during testing; the connection between the returned controller and battery was stable. Based on the available information, the most likely root cause of the reported event can be attributed to a communication error between the controller and battery. Bat310371- return date 01-20-2017 (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.